Manufacturer narrative:
The hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed four high watt alarms recorded on (B)(6) 2016 followed by three (3) low flow alarms recorded on (B)(6) 2016. A rise in power consumption was observed beginning (B)(6) 2016 to a peak of 5.8 watts on (B)(6) 2016 outside the normal operating range. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as his related comorbidities.though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Pump exchange operative report was provided on 25oct2016. The patient was emergently brought to the operating room (or) for pump exchange on (B)(6) 2016 as ldh had increased to one thousand, two hundred seventy-nine (1,279) that morning. The hvad outflow graft, driveline, and hvad pump were dissected and exposed by extending the left thoracotomy incision with rib-cross. The hvad was un-screwed and removed. Bleeding was controlled with finger. A new hvad pump was inserted. The left thoracotomy incision was further extended in order to tighten the hvad by screwing the pin. Hvad was securely fixed to the previous inflow cuff by clicking three times. The old outflow graft and new outflow graft were both cut obliquely. The bend relief of the new outflow graft was shortened and the outflow grafts were sewed in running fashion. New driveline was connected to the controller. The old driveline was removed. Hemostasis was achieved. Cardiopulmonary bypass time was 48 minutes. The patient tolerated the surgery well and was transferred to the cardio thoracic intensive care unit (cticu) in stable condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was seen in the clinic on (B)(6) 2016 for a routine office visit. The labs from the office visit were reviewed on (B)(6) 2016 and were found to have an increase of lactate dehydrogenase (ldh). Log files were then downloaded and sent for evaluation and revealed power consumption above normal expected value for set speed. Patient was asked to return to emergency department (ed) for further assessment. Upon arrival, the patient reported he had tea-colored urine that morning. Repeat labs demonstrated another increase of ldh. The patient was subsequently admitted for further evaluation. The patient was on home regimen of coumadin, aspirin (asa) 325 mg, and plavix. Of note, the patient history is significant for pump thrombus. The hvad to hvad pump exchange was performed on (B)(6) 2016. No further information was provided.